Manufacturer narrative:
Continued from concomitant medical products: syringe and a microclave connector. The customer¿s report of a leak was not confirmed. No anomalies were observed throughout the set during visual inspection. During functional testing an attempt to flush the set was met with an occlusion due to hardened medication in the tubing. An attempt was made to soften the medication by soaking the set in warm water. After soaking the set was still occluded but fluid was observed to travel through the tubing approximately 7 inches past the pressure sensing disc. No leaks were observed at the connections. The root cause of the customer¿s report could not be determined because no leaks were replicated at the connection between the syringe and the connector or the connector and the IV tubing.

Event description:
The customer reported that an infusion of nipride was noted to be leaking at the connection between either the syringe and the connector or the connector and the IV tubing. The patient required a higher dose of the medication for therapeutic effect until a new syringe was obtained to completely replace it. There was no patient harm.